Event description:
Boston scientific received information that the patient with this device was seen clinically for a routine device interrogation, at which time a fault code was observed. Boston scientific technical services (ts) was contacted for specific recommendations. Ts indicated that the fault code indicator ((B)(4)) was indicative of an accelerated battery consumption and immediate device replacement would be the manufacturers recommendation. A device data disk was then sent to boston scientific for a longevity evaluation. Engineering assessment confirmed a low voltage fault, declared approximately three months prior. There were no other faults nor resets stored within device memory. The voltage was measured at 2.980 volts and therapy delivery appeared unaffected. To date, the behavior appeared consistent; however could change unpredictably, which may affect the device's ability to delivery therapy in the future. Immediate replacement was again recommended. To date, the device remains implanted and in service with no adverse patient effects reported.

Manufacturer narrative:
Should further information be received, this event will be updated.

Event description:
Subsequently, the device was explanted and returned for analysis. Following completion of lab analysis, this event will be further updated.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed three low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted body fluid contamination in the lead barrels and a dent in the back of the case. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to a compromised low voltage capacitor that is connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.